Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the device did not cut tissue but it did staple. A second reload was fired and did not cut tissue again. A third reload was fired, as a test and it did deploy the blade. A fourth reload was fired on the bowel but, again, did not cut the tissue. The team then used a new, disposable ila handle and the reload fired as intended. The disposable was then used for the fifth and sixth staple firing and was successful. The patient did lose a small amount of additional tissue. The bowel was additionally over sewn at the staple line to reinforce it and repair/support weak areas. A disposable stapler was used to cut the original anastomosis and complete the fifth and sixth firings. The tissue was additionally over-sewn to reinforce and repair/support weak areas. There was unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. There was an extension of surgical time over 30 minutes. There was no reinforcement material used.